Event description:
"There was a two-part issue: dr. (B)(6). Had an issue with the pedi amplatzer duct occluder that would not screw onto the delivery catheter - the issue appears to be with the threads of the device. A new occluder was opened and had no issue screwing onto the delivery catheter and, subsequently, then there was an issue with the torqvue delivery catheter where the new duct occluder would not pass through the delivery catheter. The delivery catheter was replaced and the occluder was implanted without issue or harm to the patient."